Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient experienced the shocking sensation on (B)(6) 2014. The patient turned themselves on and got shocked. It was noted that it was because the patient was set up at 3.6v. Patient felt the shock at the battery site. The nurse stated ¿the problem was bigger than just turning it on and getting a shock from being at 3.6v.¿ the patient felt the shock right in the chest where the device was. It was noted that the shocking sensation had lasted about 20-30 seconds. The patient was instructed to turn therapy off and turn stimulation down to 0.0v and then to turn therapy back on and increase stimulation. Therapy was turned off and at 3.6v. The implantable neurostimulator (ins) was on the left side to control the right side of the body. Stimulation was successfully turned down to 0.0v and then turned on and increased to 3.5v. The patient had not felt a shock. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0awnq, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).